Event description:
It was reported that this right ventricular (rv) lead was explanted due to a perforation presented, which was not confirmed. The lead was explanted and replaced. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reasons. No additional information is available at the moment. No additional adverse patient effects were reported.